Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer was hospitalized due to a blood glucose level over 500 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin and fluid drip. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer; however, no response was received.